Event description:
Prescription contact lenses which were in box that was labeled with correct prescription in fact were mislabeled since the lenses clearly were of either the wrong size or prescription when inserted. Four lenses were of wrong prescription or size, as evidenced by visual inspection - the lens was clearly larger than this pt of 20+ years of wearing contact lenses was accustomed to seeing- and vision was immediately blurry upon inserting the 4 new lenses -two lenses sequentially in both eyes-. Upon using an older pair of lenses, vision was immediately restored to expected correction level. After opening the 5th and 6th lens package, I finally found two lenses that were of the correct rx and I have been wearing them daily for several days now removing each night. I will send the lenses back to co.